Event description:
The customer reported the sys displayed a filament regulator error code. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. A filament calibration was completed. The sys was then found to be operating as intended.